Event description:
Boston scientific received information that high out-of-range shock impedance measurements were observed on the patient¿s old implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The shock and pacing impedance, and pacing threshold values were noted to be gradually increasing since the device and lead were implanted. However, pacing impedances and pacing thresholds also fluctuated from in-range to high out-of-range measurements values. An x-ray was performed but no issues for the lead confirmed. The device was explanted and the lead was surgically abandoned. The device will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.